Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2010 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of cobalt and chromium in his blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about on (B)(6) 2010 and was revised on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of cobalt and chromium in his blood. Update 25 mar 2020 ; as per the op report; 'the patient did fine: until recently when he had a catastrophic failure of the trunnion of the left hip, and x-rays revealed partial disassociation of the head from the neck'.

Manufacturer narrative:
Executive summary and product details have been updated. Reported event: an event regarding a disassociation involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided medical records by a clinical consultant stated the following comment: cannot confirm event, need additional information; primary operative report, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.